Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead showed high shock impedance (>150 ohms) upon discharge check. Patient returned to hospital on (B)(6) 2023 and the set screw was tightened which resolved the impedance issue. Lead remains implanted. Should additional information be received, this file will be updated.